Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes returned to manufacturer on: 5/6/2021 section h3: device evaluated by manufacturer¿ yes device evaluation: the complaint lens was received in a specimen cup. Visual inspection under magnification revealed viscoelastic residue on the optic body and haptics and that the lens was received cut in half, which is consistent with a lens that was handled during explant. Based on the return condition of the lens, no further product evaluation could be performed. The complaint issue could not be confirmed, and no product deficiency could be identified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The product was manufactured according to specifications. The search revealed that no similar complaint for this production order number has been received. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Weight & ethnicity: information unknown/not provided. Date of event: exact date unknown/not provided. Best estimate date is between 2/10/2021-3/24/2021. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due to needing a different strength. There was no indication of patient injury, or that medical or surgical intervention was required. The outcome did not significantly interfere with activities of daily life. No further information was available.